Event description:
Additional information was received from a patient. It was reported that the implantable neurostimulator (ins) not charging past 50% was not resolved and the cause was not determined. It was also stated that it was unknown what troubleshooting was performed related to the issue.

Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia. It was reported that in the past couple months the caller has had difficulties charging their implantable neurostimulator (ins). The patient said she usually has between 4 and 7 coupling boxes shaded and after 3-4 hours of charging, her ins is not past 50%. The caller reports that they usually charge their ins every other day but did not charge at all in the months of (B)(6). They go on to add that they have gained a lot of weight. During the call the patient was able to achieve 6 coupling boxes. It was reviewed that it can take several hours to charge implant and the patient would just need to charge longer or possibly more often. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.